Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (no complications)") in an adult female patient who had essure (batch no. 932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test was conducted" and device ineffective "device ineffective". The patient's past medical history included multi gravida and parity 3 ((B)(6) 1999, (B)(6) 2008, (B)(6) 2013). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), skin disorder ("skin conditions") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a device removal due to complications from the essure device). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, rash, skin disorder and back pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered back pain, device dislocation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, rash, skin disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a device removal due to complications from the essure device). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain and menstrual disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (no complications)") in an adult female patient who had essure (batch no. 932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test was conducted" and device ineffective "device ineffective". On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), skin disorder ("skin conditions") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a device removal due to complications from the essure device). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, rash, skin disorder and back pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered back pain, device dislocation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, rash, skin disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), rashes, skin conditions, no confirmation test was conducted" were added. Lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (no complications)") in a 37-year-old female patient who had essure (batch no. 932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test was conducted" and device ineffective "device ineffective". The patient's past medical history included multi gravida and parity 2 (B)(6) 1999, (B)(6) 2008). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), skin disorder ("skin conditions"), back pain ("back pain"), urinary tract infection ("infection type: uti"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and procedural complication ("other injury(ies) or complication (s) please describe: insertion injury"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a device removal due to complications from the essure device). At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, rash, skin disorder, back pain, urinary tract infection, depression, anxiety and procedural complication outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, back pain, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, procedural complication, rash, skin disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding insertion date (B)(6) 2012 according to the medical records and (B)(6) 2017 according to pfs) and removal of essure (according to the first report, she underwent a device removal due to complications from the essure devices. According to pfs she has not removed essure, but she "anticipates removing her essure device at a reasonable date and time when available, when financially able, and by a physician to be determined, due to concerns regarding possible danger(s) to her health). Per medical records: on (B)(6) 2012. Hysteroscopy and essure tubal sterilization. Procedure: the uterine cavity was thoroughly inspected. Above-mentioned findings were noted. The introducer was then placed in the third port and the essure device was then threaded through the introducer. The left fallopian tube ostia was clearly identified and the essure device was catheterized through it. Once it was retracted, it appeared that it did not deploy correctly and therefore a grasper was then inserted and pulled the essure out completely. A 2nd attempt was successful and the essure was inserted through the ostia. After deploying the essure, 4 trailing coils were noted. The same was done on the right side and 5 trailing coils were noted in the right ostia at the end of the procedure. The uterine cavity was inspected again and no new findings were noted. The patient tolerated the procedure well. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- infection type: uti, psychological or psychiatric problems condition: depression/ mental anguish, other injury(ies) or complication (s) please describe: insertion injury. Product information was added. On(B)(6) 2018: correction following company internal quality review: pregnancy outocme was amended to "live birth, outcome unknown". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in a 37-year-old female patient who had essure (batch no. 932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test was conducted" and device ineffective "device ineffective". The patient's medical history included hyperthyroidism from 2010 to 2015, multi gravida, parity 2 ((B)(6) 1999, (B)(6) 2008), night sweats, palpitations, weight loss, poor sleep and ear disorder. Previously administered products included for an unreported indication: valtrex. Concurrent conditions included diarrhea, stomach pain, common cold, headache, general body pain, nauseated (check up feels nausea has cold hasn¿t got menses this month), throat pain, maculo-papular rash, stomach pain and vomiting. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine) from (B)(6) 2012, diphenhydramine hydrochloride from (B)(6) 2012 to (B)(6) 2014, ibuprofen from (B)(6) 2011 to (B)(6) 2014, medroxyprogesterone acetate (depo-provera) in 2012, nsaids and thiamazole from (B)(6) 2010 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (no complications)") and experienced pelvic pain ("pelvic pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes/rashes or skin conditions type: rashes") and back pain ("back pain/back pain"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection type: uti"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), skin disorder ("skin conditions"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and procedural complication ("other injury(ies) or complication (s) please describe: insertion injury"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, right salpingo-oophorectomy, left salpingectomy, cystosc). At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, rash, skin disorder, back pain, urinary tract infection, depression, anxiety and procedural complication outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, back pain, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, procedural complication, rash, skin disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding insertion date ((B)(6) r2012 according to the medical records and (B)(6) 2017 according to pfs) and removal of essure (according to the first report, she underwent a device removal due to complications from the essure devices. According to pfs she has not removed essure, but she "anticipates removing her essure device at a reasonable date and time when available, when financially able, and by a physician to be determined, due to concerns regarding possible danger(s) to her health). Per medical records: on (B)(6) 2012. Hysteroscopy and essure tubal sterilization. Procedure: the uterine cavity was thoroughly inspected. Above-mentioned findings were noted. The introducer was then placed in the third port and the essure device was then threaded through the introducer. The left fallopian tube ostia was clearly identified and the essure device was catheterized through it. Once it was retracted, it appeared that it did not deploy correctly and therefore a grasper was then inserted and pulled the essure out completely. A 2nd attempt was successful and the essure was inserted through the ostia. After deploying the essure, 4 trailing coils were noted. The same was done on the right side and 5 trailing coils were noted in the right ostia at the end of the procedure. The uterine cavity was inspected again and no new findings were noted. The patient tolerated the procedure well. Essure did no cause birth defects. Patient received treatment for events ¿ bladder or urinary problems insertion date decripensy noted 2013. Lot number: 932159, manufacturing date: 2011-12, expiration date: 2014-12 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in a 37-year-old female patient who had essure (batch no. 932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test was conducted" and device ineffective "device ineffective". The patient's medical history included hyperthyroidism from 2010 to 2015, multi gravida, parity 2 ((B)(6) 1999, (B)(6) 2008), night sweats, palpitations, weight loss, poor sleep and ear disorder. Previously administered products included for an unreported indication: valtrex. Concurrent conditions included diarrhea, stomach pain, common cold, headache, general body pain, nauseated (check up feels nausea has cold hasn¿t got menses this month), throat pain, maculo-papular rash, stomach pain and vomiting. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine) from july 2012 to september 2012, diphenhydramine hydrochloride from august 2012 to march 2014, ibuprofen from may 2011 to april 2014, medroxyprogesterone acetate (depo-provera) in 2012, nsaids and thiamazole from march 2010 to april 2015. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (no complications)") and experienced pelvic pain ("pelvic pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes/rashes or skin conditions type: rashes") and back pain ("back pain/back pain"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection type: uti"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), skin disorder ("skin conditions"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and procedural complication ("other injury(ies) or complication (s) please describe: insertion injury"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, right salpingo-oophorectomy, left salpingectomy, cystosc). At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, rash, skin disorder, back pain, urinary tract infection, depression, anxiety and procedural complication outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, back pain, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, procedural complication, rash, skin disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding insertion date ((B)(6) 2012 according to the medical records and (B)(6) 2017 according to pfs) and removal of essure (according to the first report, she underwent a device removal due to complications from the essure devices. According to pfs she has not removed essure, but she "anticipates removing her essure device at a reasonable date and time when available, when financially able, and by a physician to be determined, due to concerns regarding possible danger(s) to her health). Per medical records: on (B)(6) 2012. Hysteroscopy and essure tubal sterilization. Procedure: the uterine cavity was thoroughly inspected. Above-mentioned findings were noted. The introducer was then placed in the third port and the essure device was then threaded through the introducer. The left fallopian tube ostia was clearly identified and the essure device was catheterized through it. Once it was retracted, it appeared that it did not deploy correctly and therefore a grasper was then inserted and pulled the essure out completely. A 2nd attempt was successful and the essure was inserted through the ostia. After deploying the essure, 4 trailing coils were noted. The same was done on the right side and 5 trailing coils were noted in the right ostia at the end of the procedure. The uterine cavity was inspected again and no new findings were noted. The patient tolerated the procedure well. Essure did no cause birth defects. Patient received treatment for events ¿ bladder or urinary problems insertion date decripensy noted 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.